Event description:
It was reported that high impedance was observed on the lead. Fluoroscopy found insulation damage with externalized conductors. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Maude report b)(4) was received.